Event description:
1. Clean connector ip and vu cable, and replace. 2. Replaced esm vup 2.81, the g5 alarm "for demonstration only, not for clinical use! 3. Start software update, the g5 show 100% finished and update status : update error 4. Use the cf emergency restore ab 2.8x, after reboot the g5 alarm" panel connection lost" 5. Replace new esm vup 2.81 again and update software, update status : update ok 6. Reboot and full calibration, test run, ok

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than st 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be a defective vu esm board. In consequence (correction) the vu esm board was replaced. There was no patient or user harm reported.